Event description:
Clinic received a low water alarm during the treatment. The clinic technician opened the machine with the pt connected to clean a filter, removing the blood tubing set from the air bubble detector and disabling the air bubble detector. The pt began to complain of shorthness of breath and was placed onto the left side, trendelenburg position. The pt then coded and was tranferred to the intensive care unit. The code team was unable to resuscitable the pt. Gambro techinical services found the machine to be manufacturer's specifications.